Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a suture break occurred. The device was removed and a second proglide was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Devices #2 - proglide (part#12673-05; lot#68062-6h), is being filed under a separate medwatch report.